Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that infusion tube and bottom of insulin pump had a brownish-black discoloration. Caller was given cleaning instructions. Customer's blood glucose was 400 mg/dl which was treated with manual injection and blood glucose began to stabilize.